Event description:
The nurse opened a package from edwards lifesciences pressure monitoring kit. The tubing was broken at the connection site/transducer connection. A second tubing broke while being primed at the vamp connection site.====================== manufacturer response for disposable pressure transducer, pressure monitoring kit with tru/wave disposable pressure transducer======================they asked for the device so they can test it.